Event description:
It was reported that the patient presented for device upgrade and lead revision due to riata notification. At explant, insulation break was noted under the suture sleeve.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. No insulation break was observed on the lead.